Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the reported condition of safety shield activation failure (catheter) were available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd saf-t-intima¿ the safety mechanism did not activate properly. There was no report of patient impact. The following information was provided by the initial reporter: inserted the s/c needle into patient's thigh, when retracting the wire and needle the safety cover did not engage therefore the needle came out bare increasing risk of needle stick injury. Ensured needle was discarded immediately as not to cause any harm to anyone.